Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty slitting the catheter. While attempting to slit the catheter, the physician cut his hand. The product was removed and the procedure was completed.